Event description:
Guidewire analysis revealed that it was separated from its nitinol distal end. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Analysis of the device revealed that the guidewire was separated at 12.0cm from its nitinol and core wire distal end. The torque device was located where the guidewire was stretched and separated (12.0cm from its distal end). The platinum coil was stretched. The guidewire hydrophilic coating was confirmed to be present. The guidewire dimensions were found to be within specification. Information available indicated that the physician twisted the guidewire repeatedly inside the microcatheter when the break occurred. Based on the information available, it is probable that due to the manner in which the device was being manipulated, the reported issue and confirmed damage occurred. Therefore, a root cause of operational context has been assigned to this investigation.